Event description:
It was reported that the patient had a seroma at the midline incision site with associated redness and swelling. The patient went to the emergency room (ER) due to excruciating pain, fever, and headache. It was believed that the patient had developed an infection, as laboratory results showed an elevated white blood cell (wbc) count. The patient was subsequently given antibiotics. All device components were explanted and were discarded. The patient was doing well.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks from the date manufacturer became aware of the event. D2b: qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2318700. Model: sc-2318-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 37016941 UDI: (B)(4).